Event description:
This lens was received as a return with information the haptic was broken. No additional information was provided.

Manufacturer narrative:
This form was completed by the manufacturer.